Manufacturer narrative:
Device 1 of 4. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that pen marks were found on dressings. The product was not used on the patient. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Batch record revision results: lot 2l01388 was manufactured on 21/nov/2022, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 10/mar/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical nonconformance review: on 10/mar/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿foreign matter within product ¿ sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels, etc)¿ defect for the lot number 2l01388 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 8 defective parts confirmed to date from a lot size 395,100 products. This represents a defect rate of only (B)(4) , which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) . In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.65. This issue certainly appears to be an isolated incident, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a historical complaints review was completed and showed that not additional complaints were identified, is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.